Manufacturer narrative:
Pump passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No excessive no delivery alarm noted. Pump received with cracked reservoir tube lip, cracked battery tube threads and minor scratched lcd window.

Event description:
Customer called to report that the insulin pump excessively alarmed no delivery during the bolus procedure. Customer's blood glucose reading was 277 mg/dl. Customer stated that he gave himself too much insulin as a result of the no delivery alarms. The customer stated that this led to low blood glucose levels. Customer stated that he used the insulin pump in the hospital until he noticed his blood glucose dropping. Customer was, then, disconnected from the insulin pump and treated by health care professionals. Product is being returned and replaced.